Event description:
It was reported that the customer experienced high blood glucose levels. The customer reported that his blood glucose was 600 mg/dl. The customer stated that he was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 120 mg/dl. The customer explained that he was unable to receive an accurate reading from his glucometer. The customer expressed that, prior to the hospitalization, he felt nauseous and had low blood glucose. However, his glucometer reading at the time was over 500 mg/dl. The customer was treated with an IV drip. The customer confirmed that he had reverted to a different glucometer. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.